Event description:
It was reported that the patient was admitted following ventricular assist device (vad) high watt alarms. The patient was completely asymptomatic and had lab values of lactate dehydrogenase (ldh) of 1400 u/l, inr of 1.5 and no decline of hemoglobin. There was no evidence of vad thrombosis on computed tomography angiogram (cta). The patient was transferred to another facility for further management. On admission, ldh was up to 6250. The patient was started on tissue plasminogen activator (tpa) therapy. The patient received one dose and after few hours a hematuria was reported, however this was reportedly likely hemoglobinuria as urine color was tea-colored. The patient was at this point transitioned to heparin. Vad parameters return to normal range on the next day. However later on the patient started experiencing vad low flow alarms, and a transthoracic echocardiogram (tte) showed a left ventricular thrombus near the inflow cannula. Ldh continued to be high and the patient then developed an acute kidney injury (aki). The patient received daily tpa and ldh trended down to 973 while on last dose of 8mg tpa ultra slow infusion. Creatine levels plateaud then started to trend down slowly. The patient was non-oliguric. On the day discharge, patient will complete her final dose tpa (8 doses total). The vad remains in use. No further patient complications were reported as part of the event. This event was reported in the q3 2021 intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event.

Manufacturer narrative:
Product event summary: a pump with unknown serial number was not returned for evaluation. The reported event was not confirmed via review of the controller log files since log files covering the reported event date were not available for analysis. Based on the limited information available, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Based on the available information and historical review of similar high power events, the most likely root cause of the high power event may be attributed to thrombus formation/ingestion. Per the instructions for use, this event is a known potential complication associated with the implantation of a vad. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. This event was reported in the q3 2021 intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event. If information is provided in the future, a supplemental report will be issued.